Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - australia. Review of the most recent repair record determined the air hose was leaking. The hose will need to be replaced. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that there was an air leak at hose connection to dermatome. There is no harm or delay reported. At investigation it was noted that the hose could have contributed to the event of leaking air. Due diligence is complete and there is no additional information available.